Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's defibrillation output energy was found to be out of specified tolerances for selected settings. The complaint indicated that there was no pt involvement in the reported failure.